Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with micro striae in the right eye. A flap lift and rinse was performed on (B)(6) 2018 and bandage contact lens (bcl) were placed on patient. The patient's wife remarked that the patient was squeezing his eyes hard. Patient pre-op best corrected visual acuity (bcva) was 20/20

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision has been submitted.